Manufacturer narrative:
The complaint device was evaluated by ascent. A visual examination of the device did not reveal any kinks or bends in the catheter. The device was function tested and the device would not straighten when relaxed. A review of the device history record for the reported device indicated that the catheter passed all applicable tests and inspections prior to release. Since ascent is unable to determine the manner in which the device was being handled, the possibility of mishandling cannot be excluded. The complaint facility did not report any faulty or damaged packaging and they were able to deflect the device in the beginning of the case so shipping and packaging could not have contributed to the complaint issue. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that "when the physician attempted to remove the catheter from the heart, it would not straighten itself." The procedure time was extended 45 minutes to an hour and the patient was given additional anesthesia. No patient injury was reported and the patient was reported to be in satisfactory condition following the procedure.